Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s healthcare professional (hcp) decided to explant the implantable neurostimulator (ins) since the patient had not been getting pain relief after many setting changes. Different settings were tried, all without a positive outcome. For the first 36 days the patient did have a 50 percent or greater symptom reduction. The patient had felt a sensation of heat at the ins site, even though the ins was off. The ins kept warming up even with the device off. The patient felt the implant location and device were warm. An infection was ruled out. The ins did have two dents on both sides due to pressure from surgical instruments when the hcp tried to pull the ins out of the patient. The patient did not have any accidents or trauma. The use hours on the ins had indicated more than 8738 hours and therapy impedances were measured to be ¿???¿. There was no patient harm, injury, or death. After surgery the patient was doing well and the discomfort, pain, and heat were gone, but their back pain was back.

Manufacturer narrative:
Device evaluated by MFR: analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies.